Event description:
It was reported that there was an issue with pl574t - challenger ti-p sm-ligat.clips 12 cartr.. According to the complaint description, during a robotic assisted liver resection, the tip of the magazine was missing (triangular part). This was noted while removing the instrument. Efforts were made to use the camera and look inside the patient's body and staff searched around the sterile field and back table. Without finding the piece, the surgery was completed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no.(B)(4) involved components: pl520r - challenger ti-p handle (internal aesculap ag ref. No. (B)(4): pl522r - shaft compl.d:5mm l:310mm (internal aesculap ag ref. No. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon historical data analysis, and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Also, after meaningful attempts no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: due to the lack of data and without the complaint sample being available for investigation, a definite root cause for the revision cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. According to instructions for use (eifu) ((B)(6) (B)(6)2022 change no. (B)(4)) the following sections shall be observed: 2.6.4 inserting the titanium clip cassette. - insert the titanium clip cassette with cassette feeder in shaft making sure that the feeder is not damaged in the process. -push down the titanium clip cassette until the lugs at its sides engage in the pneumatic clip applier. 2.6.6 changing the titanium clip cassette and the cartridge. - remove the empty titanium clip cassette, see chapter 2.6.7. - remove empty cartridge, see chapter 2.6.8. - insert new cartridge, see chapter 2.6.2. -carry out function check, see chapter 2.6.3. - insert new titanium clip cassette, see chapter 2.6.4. 2.6.7 removing the titanium clip cassette. -close the jaws with the application lever and withdraw the titanium clip cassette. Based upon the investigation results, a CAPA is not required.